Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack right down the middle of screen on lcd screen. The customer stated was in the middle of the night went to bathroom and dropped the pump. The customer can't read the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received severely cracked bleeding lcd glass. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.